Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high/undefined impedances and a loss of capture at high outputs. The lead was reprogrammed, and was later capped and replaced. No patient complications have been reported as a result of this event.